Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that during set-up for a cori-assisted tka, when starting and entering the initial case information a communication failure: please contact robotics customer support error occurred mid typing. This resulted int he system to shut down on its own with a blue man reading a book on the front of the cori console. The system worked correctly after turning the system back on. As this happened before surgery, patient was not yet involved.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, sn(B)(6), used for treatment/intended for use in treatment, was not returned for evaluation, therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. A software review was conducted, and the log files identified a ¿critical error¿ not a ¿communication error¿ during case initiation. Later, during the same case, at the drill connection/bur loading screen a ¿communication error¿ presented due to a homing issue associated with drill sn(B)(6). The user may have confused the reported errors. The reported problem during case initiation was confirmed. The behavior is associated with a known bug. The most likely cause of the reported complaint is a known software bug. Cori-v1.7.1. Has been validated per the knee tensioner v&v summary report ((B)(4)). A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. This device is assessed in post market surveillance trending looking for any potential adverse trend, including analysis of complaints to ensure that the document risk level identified is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.